Event description:
It was reported that the patient experienced a loss of therapeutic effect. For the first 5 months, the patient¿s device reportedly ¿worked like a dream¿. In (B)(6) last year, the patient noticed ¿it wasn¿t doing what it had been doing¿. At the beginning of (B)(6), an x-ray was ordered. A week prior to the report, the results indicated that the lead had moved; ¿instead of the patient having 4 contacts, she only had 1.5¿. Programs 1 and 2 reportedly sent ¿signals¿ down the patient¿s leg which was painful. With programs 3 and 4, stimulation was in the bicycle seat area. The patient met with a manufacturer¿s representative a week prior to the report for reprogramming and her settings were adjusted to 1v on program 3, which reportedly gave the ¿most response¿ and was ¿closest to the mark¿. The patient was not getting urinary benefit until the reprogramming was done. Stimulation amplitude had to be adjusted down because it was ¿too high¿ and the sensation was painful for the patient. It was noted that the patient was ¿extremely sensitive in that area¿. When the patient was lying or sitting ¿for an extended period of time¿, it was reportedly painful. Over the past 7 months, the patient had noticed that ¿the device in her back¿ was uncomfortable. The reporter indicated that there hadn¿t been any falls or trauma but in the patient¿s religious practices, she did ¿a lot of genuflecting and bending¿. A manufacturer¿s representative believed that is what caused the lead to move. It was stated that the device was ¿interfering with the patient¿s low gastro intestinal functions¿. The patient was now being tested for possible rectal bleeding. When stimulation was on, the patient was constipated or ¿completely restricted¿. When stimulation was off, the patient noticed she had frequent bowel movements. Before the patient was implanted she didn¿t have constipation issues and the device was reportedly ¿causing constipation to the point of obstruction¿. It was noted that the patient had tried ¿natural things¿ for the constipation without success. The patient was scheduled for an appointment with her hcp on (B)(6) 2013.

Event description:
It was later reported that the patient was having concerns regarding their device or therapy but was working with their physician or the manufacturer's representative. Appt 2013-7-9. It was later reported on (B)(6) 2013 that the cause of the event was the lead. Dislodgment/migration was noted. Hospitalization was required.

Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# v847451, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, (B)(4).